Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a liberty select cycler that experienced a distorted screen during an unknown phase of treatment. The patient reported that during the treatment the screen started to flicker and it went partially dim on one side. The cycler was securely plugged into the wall outlet. The cycler was rebooted and the screen continued to be distorted. The fresenius technical support representative issued a replacement cycler. There was no patient harm or adverse event, and no medical intervention reported. The cycler was returned to the manufacturer and a replacement cycler was provided. Additional information was requested but not received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed that there were visual indication of dried fluid within the cassette compartment. There were visual indications of dried fluid on top of the pump door. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The front panel bezel had an approximately one inch crack on the top edge that was perpendicular to the bezel edge. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. The internal inspection of the cycler showed that there was evidence of an internal short present on transformer (t1) of the ¿inverter board¿. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There was an extra m2.5 x 6 pan head screw installed on the front panel assembly adapter bracket. There were visual indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. With the faulty invertor board replaced, the display continued to turn on with intermittent distortion lines on the display. The fault was repaired by replacing the led display. After replacing the front panel assembly, a pre- accelerated stress test (ast) 15-mins 1000ml simulated treatment was performed without any failures or problems. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported blank screen issue was confirmed and the cause was determined to be an internal short on the inverter board.